Manufacturer narrative:
A review of the service history for the architect analyzer identified no contributing factors and no subsequent issues have been reported related to the complaint issue. Device history record review for the c16000 did not identify any non-conformances or potential non-conformances related to the current complaint. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the complaint issue. The erratic result rates were reviewed and were within the acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 analyzer was identified.

Event description:
The customer obtained discrepant sodium and potassium results generated on the architect c16000 processing module. On (B)(6) 2021 patient sample (B)(6) generated the following results: sodium (na+): initial: 117 mmol/l, repeated: 140 mmol/l; (customer¿s normal range 136 to 145 mmol/l); potassium (k+): initial: 4.3 mmol/l, repeated: 2.1 mmol/l; (customer¿s normal range 3.5 to 5.3 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.